Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. No lot number was identified with this complaint; therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an incomplete flap, after having lost suction two thirds of the way through a corneal flap procedure. There are multiple related reports for this facility. This report addresses a pi used on 05/28/2021 and additional manufacturer reports will be filed.